Manufacturer narrative:
(B)(4)

Event description:
It was reported that a hv (high voltage) lead impedance alert was triggered due to increased rv coil impedance that passed the programmed impedance threshold of 130 ohms. There has been gradual increase of impedance since (B)(6) 2016. Additionally, it was reported that there were no svc (superior vena cava) impedances seen as the svc portion of the lead was capped earlier due to high impedance values. The lead parameter for max right ventricular (rv) lead impedance was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.